Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 207 mg/dl. Customer stated that she has received no delivery and low battery alarms. The piston is also moving slower than usual. Motor error alarms occurred during basal delivery. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to verify excessive no delivery due to prime anomaly. Motor passed motor test. No error alarm on alarm history screen.